Event description:
It was reported that the surgeon used the cage and followed the normal surgical tec for insertion. No issue was noticed during the case with the plate placement. Since the procedure the patient has been rescanned and anterior plate has moved and is not securely located on the front of the anchor l cage. The surgeon will not revise the cages plate unless patient shows issues and at this stage patient is fine.

Manufacturer narrative:
Method: risk assessment; results: device inspection, device history review and complaint history review could not be performed since the device is still implanted. Conclusion: the plausible cause of the reported event cannot be identified conclusively as the device remains implanted.

Event description:
It was reported that the surgeon used the cage and followed the normal surgical tec for insertion. No issue was noticed during the case with the plate placement. Since the procedure the patient has been rescanned and anterior plate has moved and is not securely located on the front of the anchor l cage. The surgeon will not revise the cages plate unless patient shows issues and at this stage patient is fine.